Event description:
It was reported that during a femoral antegrade nail surgery the nail holding the tip became lose when the nail being inserted into the patient. The tip was swiveling around the nail +-180°. It was necessary to keep the tip steady while hammering in the nail. The impactor broke when the nail was almost fully inserted which in turn broke the jig near the impactor. There was no excessive hammering and no impacted on the jig. There was no harm for patient, operator or third party. The surgery was finished successfully and the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. One unpackaged 0826-000 impactor pad batch number: 180335 was received for investigation. Visual evaluation noted that the device was broken into two pieces. It was further observed that the top of the impactor pad, as well as the top of the shaft, had various indentation marks. Functional testing was unable to be performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device. Refer to investigation photos.